Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the customer event.

Event description:
It was reported that the ventilator was put on a patient but it would not recognize that the patient was attached. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.